Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified cartridge issue occurred. Reportedly, the cartridges were "faulty". There was no reported impact to customer's blood glucose. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.